Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
The physician used a protege rx during procedure. It is reported that after stent deployment, the physician encountered difficulty removing the delivery system. The physician attached a torque device to the guidewire to assist removing the device. There is no reported patient injury. Evaluation summary: the protege rx carotid stent system was received for evaluation without any ancillary devices or cine images from the procedure. The stent delivery system, (sds), exhibited evidence of being in contact with a sanguine environment: dried sanguine material on and in the device. A slight bend in the stainless steel hypotube was noted. The distal end of the catheter exhibited a bias bend: upon closer examination using back lighting it was noted that the bend was caused by a series of minor kinks, (chatter marks).